Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 sutures used unpackaged and 2 sutures unused unopened package is received. Analysis and results: one other complaint of this batch code failure was reported, however it was determined to be unjustified. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Tested the armed resistance and knot pull tensile strength of the samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Description of the incident: abdominoplasty. Suture bursts. Suture needle was disassembled.

Manufacturer narrative:
Us reporting agent notified on 01/05/2015. Eval ongoing.